Event description:
It was reported that the user experienced a brief dexcom g7 sensor communication interruption resulting in signal loss to the ilet, attributed to a transient bluetooth connection issue that self-resolved, and the blood glucose display returned without intervention. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse physiological effects. Outcomes included no impact to blood glucose management, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education regarding bluetooth connectivity and expected sensor communication behavior. Investigation of this case revealed normal device function with intermittent wireless communication loss consistent with expected bluetooth signal behavior that resolved spontaneously. It was concluded that the event was due to temporary loss of wireless communication between the cgm and the ilet, with the system operating as designed once the connection was restored.